Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing retainer, missing reservoir tube o-ring, broken reservoir tube lip and broken belt clip rails. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had damage on the belt clip bridge support. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.